Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 initial reporter was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported before use, the cardiosave intra-aortic balloon pump (iabp) handle did not extend. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. During preliminary checks fse found rescue slide handle dented, not extending properly and jamming. As per service manual replaced slide handle assy. Product passed all functional and safety tests per factory specifications.